Event description:
It was reported by the rep that the 1 ems was used during a laparoscopic hernia procedure. It was reported that while stapling the mesh to the pt the stapler jammed several times. The surgeon continued to use until mesh was affixed. There was no consequence to the pt.